Manufacturer narrative:
Additional FDA product codes include: dqk- computer, diagnostic, programmable. Qaq- adjunctive predictive cardiovascular indicator. Mud- oximeter, tissue saturation. Dxn- system, measurement, blood-pressure, non-invasive. Dsb- plethysmograph, impedance. Qms- adjunctive open loop fluid therapy recommender. Fll- thermometer, electronic, clinical. The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that during use of the swan-ganz module the cardiac output (co) number fluctuated to very high, non-physiologic values. The clinician swapped to a known working swan-ganz module using the same equipment and accessories, and everything functioned normally. There was no patient injury.